Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The patient presented due to acute myocardial infarction. The 99% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.00 x 28 synergy¿ stent was advanced forcibly however, a severe resistance was encountered. The device was removed and it was noted that the distal edge of the stent was lifted. The procedure was then completed with a 3.0 x 28 mm non-bsc stent. No patient complications were reported.